Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure, once the new right ventricular lead was connected to the new pulse generator, an instance of loss of pacing while the pocket was being closed was noted. The loss of capture was not reproducible with pressure applied to the lead. The pulse generator and lead remain implanted. The patient was stable and would continue to be monitored.